Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a peripheral angiogram interventional procedure using a 6f sheath. Reportedly, the device was advanced into the anatomy against resistance. After the foot was deployed, no pulsatile blood from was seen from the marker lumen. When attempting to advance the prostyle deeper into the anatomy, the guide broke, leaving the distal guide stuck in the vessel. Manual compression was held for 20 minutes while waiting to take the patient to the operating room to remove the distal guide. A cut down was performed to remove the distal guide. Hemostasis was achieved using manual suturing. There was no adverse patient sequela. There was report of a clinically significant delay in the procedure due to the need for the cut down. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The reported foot and guide separations were confirmed. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device was advanced into the anatomy against resistance. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
A posterior foot break not returned was found during evaluation of the returned device. The additional reported information stated that the separation occurred in the body and the foot was removed during surgical intervention.